Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with occasional pulsations in the right hand. An lv capture test was performed and revealed loss of capture. The patient experienced phrenic nerve stimulation. The device was reprogrammed and the lv lead was programmed off. The patient was stable.

Manufacturer narrative:
Patient death was incorrectly reported. There were no patient consequences. Correction - description of event- should have been "new information received notes that the device was reprogrammed. There were no patient consequences." Rather than "new information received notes that the patient deceased due to complications unrelated to the device."

Event description:
New information received notes that the device was reprogrammed. There were no patient consequences.

Event description:
New information received notes that the patient deceased due to complications unrelated to the device.